Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the white foreign material in the air/water cylinder could not be identified. The investigation determined the reprocessing may not have been conducted properly due to leakage from the biopsy channel and this may have led to the foreign material remaining. The event can be detected and prevented in accordance with the following sections of the IFU: the detection method is listed in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are listed in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of white foreign material within the air/water cylinder, the evaluation found non-reportable device malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, white foreign material was found within the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.